Event description:
It was reported that the device had a bad downstream sensor. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation in used and decontaminated condition. Downstream occlusion (dso) seal bubbled/degraded and upstream occlusion (uso) seal damaged/worn. Performed visual inspection. The customer's reported problems, bad dso sensor, no disposable, low reading, were found during inspection test. The root cause was the bad dso sensor. Replaced dso sensor to correct the issue. Cadd solis device passed all functional tests after the repair. The service history review had no indication that the complaint was related to a service of the device within the review period.